Manufacturer narrative:
Concomitant medical products: product ID: 8598, lot#: b004294n25, implanted: (B)(6) 2003, explanted: 2022-09-19, product type: catheter; product ID: 8711, lot#: j11192r39, implanted: (B)(6) 2002 explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8598, serial/lot #: (B)(4), ubd: 23-jul-2005, UDI#: (B)(4). ; product ID: 8711, serial/lot #: j11192r39, ubd: 08-may-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 473.5 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2022, the hcp reported that she had first seen the patient in december 2021 and at that time, the patient complained of difficulty walking through the day hours. In further conversations with the patient, she was told that this had been going on for some time. The hcp thought it may have been since the summer of 2021 but was not completely sure. The physician thought it may be related to the flex dosing and the plan was to change the daytime step by decreasing the dose. Additional information was received on (B)(6) 2022 from a healthcare provider (hcp) via a company representative who reported that the patient¿s catheter was replaced today. Per the reporter, the patient had been having intermittent issues as described as well as dizziness, nausea, and increased spasticity about every 8 weeks or so. The pump dose was reduced starting in august by approximately 20% per week and the patient was on oral baclofen. They were planning to start the pump dose at 100 mcg/day with the new catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that no issues were found with the catheter during the catheter replacement procedure.